Manufacturer narrative:
This case describes the occurrence of medical device removal (surgical removal of essure) in a female patient who received essure for female sterilisation. This case describes the occurrence of medical device removal ("surgical removal of essure"). The occurrence of additional non-serious events is detailed below. Literature reference: redford, k, retrospective review of laparoscopic and histological findings in cases where the essure device was removed due to device attributed symptoms, national trainees conference of the royal college of obstetriciansand gynaecolog, 2018, on an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"). The patient was treated with surgery (bilateral laparoscopic salpingectomy ± hysterectomy). Essure was removed. At the time of the report, the medical device removal and endometriosis outcome was unknown. The relationship of endometriosis and medical device removal to treatment with essure was not reported. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case describes the occurrence of medical device removal (surgical removal of essure) in a female patient who received essure for female sterilisation. This case describes the occurrence of medical device removal ("surgical removal of essure"). The occurrence of additional non-serious events is detailed below. Literature reference: redford, k, retrospective review of laparoscopic and histological findings in cases where the essure device was removed due to device attributed symptoms, national trainees conference of the royal college of obstetricians and gynaecologist, 2018, xx:xx-xx. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced endometriosis ("endometriosis"). The patient was treated with surgery (bilateral laparoscopic salpingectomy ± hysterectomy). Essure was removed. At the time of the report, the medical device removal and endometriosis outcome was unknown. The relationship of endometriosis and medical device removal to treatment with essure was not reported. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.